Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample. A small split was observed in the extension tubing of the red lumen just within the distal end of the luer connector. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water. No leaks were found in the purple lumen; however a leak was observed emanating from the split observed in the extension tubing of the red lumen. A microscopic observation revealed the fracture surface of the split in the extension tubing of the red lumen was rough and exhibited cracks/fissures and beach marks, which are indicative of material fatigue. What appeared to be the beginning of more splits were observed in the tubing of both the red and purple extension legs. The tubing material of both lumens was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points in the red lumen. An internal investigation is currently ongoing to determine the root cause of this cracking; reference (B)(4) for further information. A lot history review (lhr) of rebt0146 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported rep that the facility placed a powerpicc in the patient on (B)(6) 2017 and on (B)(6) 2017 it was found to be leaking at the red hub extension junction. The powerpicc was removed on (B)(6) 2017.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample. A small split was observed in the extension tubing of the red lumen just within the distal end of the luer connector. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water. No leaks were found in the purple lumen; however a leak was observed emanating from the split observed in the extension tubing of the red lumen. A microscopic observation revealed the fracture surface of the split in the extension tubing of the red lumen was rough and exhibited cracks/fissures and beach marks, which are indicative of material fatigue. What appeared to be the beginning of more splits were observed in the tubing of both the red and purple extension legs. The tubing material of both lumens was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points in the red lumen. An internal investigation is currently ongoing to determine the root cause of this cracking; reference (B)(4) for further information. A lot history review (lhr) of rebt0146 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility placed a powerpicc in the patient on (B)(6) 2017 and on (B)(6) 2017 it was found to be leaking at the red hub extension junction. The powerpicc was removed on (B)(6) 2017.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebt0146 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility placed a powerpicc in the patient on (B)(6) 2017 and on (B)(6) 2017 it was found to be leaking at the red hub extension junction. The powerpicc was removed on (B)(6) 2017.